Event description:
The customer reported that upon opening the package, it was noticed that the pad was discolored. The pad was not used. Initial eval of the incident pad found it was degraded without continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.